Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted the customer care solution center and alleged that the monitor was frozen on the complaint device and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. There was no adverse event or patient harm reported.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device freezes when adjusting parameters and that the screen had frozen. The device was in use on a patient. There was no report of patient or user harm.